Event description:
Caller asking if there could be external electromagnetic interference involved in the oversensing atrial tachycardia and atrial fibrillation episode? Explained to the caller that they should question the patient about activities at the time of the at/af episode that may contribute to a source of external emi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).